Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a chocolate pta balloon along with non-medtronic 6fr by 45cm sheath and a 9-12 guidewire during procedure to treat a none calcified and plaque lesion in the right proximal, mid and distal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel diameter and lesion length are 5mm and 250mm respectively. No embolic protection was used. There was no defect when removing the product from the package or tray. The device was prepped per IFU with no abnormalities confirmed. It was reported that during delivery into the blood vessel, the nitinol structure detached, cracked or fractured with the detached portion of device remaining in patient. There was difficulty removing the balloon after inflation. The device passed through a previously deployed stent. There was resistance during delivery with excessive load applied during removal. For iso of about 25 cm, the wires were changed to be able to pass through the lesion. First, the catheter was dilated with a non-medtronic balloon; after confirming 2.3 stent fractures, chocolate 4-120 was used. Resistance was not felt during delivery, but there was resistance during removal; when it was removed, the nitinol structure on the chocolate was removed, and it was entangled in the iso blood vessel wall. Removal was difficult, so the remaining nitinol structure was pressed against the blood vessel wall with the non-medtronic stent covered with iso, and the procedure was completed. No further patient injury reported.

Manufacturer narrative:
Product analysis the returned guidewire was confirmed as 0.014¿ a visual inspection of the device found that the cage is missing and only the proximal connector struts and distal struts of the cage are still attached to the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.